Event description:
It was reported that a device did not have audio capabilities. There was no patient incident reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Engineering evaluation confirmed the reported symptom in which "ed ferguson (bet) reports pump sn (B)(4) has no audio." The evaluation experienced intermittent audio function on all volume/tone settings. The investigation isolated the cause of the "no audio" condition to be a failed speaker. Physical inspection of the speaker leads found the negative speaker lead was partially severed near the speaker pcb causing the reported symptom. The rear case assembly was replaced.